Event description:
The long helix drill (code 9084.20.086, lot # 201408146) broke during a surgery performed in (B)(6). The long drill was being used with the drill guide, to drill the first hole into the glenoid for screw fixation of the metal back. There was no impact on the patient: the surgeon completed the surgery using the shorter drill bit and the surgical time was not prolonged.

Manufacturer narrative:
The check of the manufacturing chart of the lot # involved (201408146) did not show any anomaly on the 51 instruments manufactured with this lot #. No other complaint was received on this lot #. We received the broken drill (split into two parts) and analyzed it. The drill broke at a distance of 23mm from the tip, corresponding to the helicoidal part used to drill the hole, where the section is reduced. It's likely that the drill bit was subjected to unexpectedly high flexural loads during use, leading to its breakage. The number of uses of the drill before its breakage is unknown. We are aware of 3 intra-op breakages of a long helix drill (model # 9084.20.086 and 3 different lot #), on 528 drills manufactured with this model #. In june 2015 limacorporate had introduced the following corrective actions to reduce the risk of intra-op breakage of these drills: increase of the core diameter of the drill; and reduction of the hole diameter of the drill guide, in order to better "guide" the drill during use and decrease the flexural loads on the drill during use. No breakages of the improved drills have been reported. Limacorporate will keep monitored the market to promptly detect a possible recurrence of such issue.

Event description:
The long helix drill (model # 9084.20.086, lot # 201408146) broke during a surgery performed in (B)(6) on (B)(6) 2015. The long drill was being used with the drill guide, to drill the first hole into the glenoid for screw fixation of the metal back. There was no impact on the patient: the surgeon completed the surgery using the shorter drill bit and the surgical time was not prolonged.

Manufacturer narrative:
The check of the manufacturing chart of the lot # involved (201408146) did not show any anomaly on the 51 instruments manufactured with this lot #. No other signaling was received on this lot #. We will receive the instrument and perform a deeper analysis on the case. Not received yet.